Event description:
It was reported, that the patient presented in clinic on (B)(6) 2023. It was noted, that no capture at maximum output. And a drop in sensing was present on the right ventricular (rv) lead. Imaging revealed, the rv lead had not moved. A recheck revealed, low r waves and the patient now had diaphragmatic stimulation even at a nominal output. The patient was admitted into hospital for an rv lead revision. A repositioning attempt was made, but the helix would not extend once retracted. The rv lead was therefore, explanted and replaced. The patient was stable.

Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced.